Event description:
Customer reported having issues with his sensors. He receives lost sensor alerts while sleeping at night. He also stated that sometimes, when a sensor is near the end of a six day cycle, the readings are not calibrated the way they should be. Customer also stated that he receives low predict alarms, but his blood glucose will be normal. The device goes into threshold suspend modes. His sensor reading would be around 40 mg/dl, but his blood glucose would be around 100 mg/dl. Customer stated the last time this happened was about a month or so ago. Customer was advised of proper sensor insertion and calibration methods. He stated he tries to remember to wear the sensor and the insulin pump on the same side of his body to prevent lost sensor alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer's report number 2032227-2014-62122.